Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with large paraoesophageal hernia and anterior diaphragm hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #1) and synthetic mesh. Per operative notes, ¿the anterior diaphragm hernia defect was identified behind the sternum. A very large paraoesophageal hernia identified into the chest, to the left of the esophagus. The hiatal hernia sac was dissected and removed. A synthetic mesh was placed and sutured with sealants. The diaphragm hernia sac was dissected and removed. A ventralight st using echo ps (device #1) was placed and tacked.¿ (B)(6) 2019 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #2). Per operative notes, ¿the hernia sac was identified, and the contents of hernia were reduced. A ventralight st mesh was placed and tacked.¿ attorney alleges that the patient had adhesions, hernia recurrence, pain and suffering.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.